Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device power issue. Customer had an issue with an outlet and the cart does not provide power to the units. Tac evaluated the breaker on the separation transformer which did not supply any power to the units. Tac supplied the customer with the part number for a new separation transformer. The customer will call to order the part to replace the separation transformer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system tower would not turn on. The power indicator turned from orange to green, yet the device would not power on. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the lm's investigation, the cause of the event of the device not powering on could not be established. However, it is likely that a faulty separation transducer contributed to the event as evidenced by when the olympus field service engineer (fse) checked the breaker on the separation transducer the fse found that there was no power being supplied to the device. Olympus will continue to monitor field performance for this device.